Event description:
It was reported that a pt incident occurred with the erbe equipment [i.e., erbe system; argon plasma coagulator (apc) model apc 2 with an electrosurgical unit (esu/generator) model vio 200 d, part number 10140-000, and serial number (B)(4)]. During a polypectomy in the sigmoid colon and the right colon, an ablation of an adenoma was being performed with argon plasma coagulation when a bowel explosion occurred. Two small perforations in the small bowel (ileum) resulted with required intervention work to address the issue. Note: the apc/esu system was provided by our parent company (erbe elektromedizin (B)(4)) to a hospital in (B)(6).

Manufacturer narrative:
The apc/esu system was thoroughly inspected/tested. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the pac. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, nerbe equipment problem was found that would have caused or attributed to the event. Based upon the reported information, it appears that combustible gases (e.g., methane and/or hydrogen) were present at such a concentration that when diathermy was applied combustion occurred. A warning int eh user manuals addresses this issue as follows: "flammable endogenous gases in the gastrointestinal tract - risk of explosion to the pt. Extract the gases before performing electrosurgery or irrigate with co2." No trends have been identified with this situation. Erbe USA, inc. Is now closing this file.